Event description:
It was reported that "incident reported by anesthetist regarding infectious complications following the insertion. The set was inserted in the resuscitation department / intensive care unit. Patient admitted on (B)(6) 2026, for monitoring of thoracic trauma after a fall in the context of acute alcohol intoxication. Whole-body CT scan showed no abnormalities except multiple thoracic fractures. No spinal involvement. A thoracic surgery opinion was requested: no indication for surgical management of rib fractures, patient transferred for monitoring. Respiratory status: dyspnea with significant pain on deep inspiration leading to inhibited breathing and cough despite paracetamol, ketoprofen, nefopam, and morphine pca. Uncontrolled pain on day 1 of significant thoracic trauma and hallucinations under morphine. Indication for epidural analgesia and placement under sterile conditions after a 4-step povidone-iodine skin preparation. Placement at estimated t4-t5 level, loss of resistance at 7 cm, catheter secured at 11 cm at skin and tunneled exit at 13 cm: negative aspiration test/adrenaline lidocaine test dose suitable for use. (B)(6) 2026, analgesia relatively well controlled, occasional pain peaks during mobilization, but thoracic eda is underused. (B)(6) 2026, analgesia controlled at rest but insufficient with exertion due to underuse of eda; re-education on eda use, sensory level to be checked. Continued analgesia, optimization of eda if possible. No sign of infection. (B)(6) 2026, infectious status: progressive increase in inflammatory markers (crp 88 mg/l, previously 28.5 mg/l on (B)(6)), normal wbc, and afebrile. Epidural stopped due to inefficacy (ropivacaine 14 mg/h); patient received enoxaparin at 06:00. At removal, inflammatory signs with early purulent discharge but no subcutaneous collection. Start of empirical antibiotic therapy: amoxicillin-clavulanate 2 g three times daily, day 1. (B)(6) 2026, day 2: augmentin for suspected pneumonia and infection at the epidural insertion site. Eda removed on (B)(6): subcutaneous infection with inflammation and purulent discharge. Crp increased to 121 (from 88), pct negative at 0.11, wbc increased to 10.9 (neutrophils), temperature 37.3 c at 04:00, paracetamol at 01:00. (B)(6) 2026: afebrile at 37.1 c. Subcutaneous inflammatory collection present. Crp increased to 145.2 mg/l (vs 121 on (B)(6) and 88 on (B)(6)), and wbc decreased to 9.60 g/l (vs 10.89 on (B)(6)). At 17:30 during drainage of subcutaneous collection, the patient reported hypersensitivity in the left leg, known diabetic neuropathy. Tingling sensation in the left leg similar to previous symptoms. The patient had been mobilized to a chair in the morning. Clinical exam in bed: no reproducible sensory deficit; no motor deficit; spontaneous lower limb movement limited by thoracic pain. (B)(6) 2026: neurological: motor deficit (mrc 0) in both lower limbs with thermogenic sensory impairment, preserved epicritic sensitivity. Deficit has been present since the previous afternoon. Purulent epidural insertion site with erythema; improvement locally but persistent subcutaneous collection despite incision on (B)(6). Sensory level t2 right, t2-l4 left, loss of voluntary anal contraction, and almost complete paraplegia except right great toe extension. Urgent CT scan requested to rule out fracture, to be complemented by MRI. Infectious status: afebrile under augmentin day 3, crp decreased to 105 (vs 145), no leukocytosis. Persistent infection at the insertion site. CT scan: no abnormality explaining symptoms. MRI performed urgently: thoracic spinal cord compression from t2 to t6 related to a posterior epidural collection from t1 to t6/t7, signal compatible with epidural hematoma, but an infectious component cannot be excluded. Associated spinal cord edema extending to conus medullaris. Augmentin stopped, switched to piperacillin-tazobactam 4 g x4 plus linezolid 600 mg x2. At 22:30: postoperative after decompressive thoracic laminectomy. The intraoperative aspect is more suggestive of an infectious/tumoral origin rather than a hematoma. Contrast CT requested. (B)(6) 2026: neurosurgical opinion: appearance suggestive of tumor (+/- superinfected), bleeding on minimal contact; samples sent for microbiology and pathology. 13:00: no neurological pain, continued morphine infusion. Control CT: no complication, stable findings. No further imaging required. Infectious status: afebrile, crp decreased to 65, pct negative. Day 1 piperacillin-tazobactam + linezolid. Neurological: improvement with motor mrc 2 in right leg (vs mrc 0 previously), partial sensory deficit at t2, no anal contraction, cranial nerves normal, no upper limb deficit, abnormal finger-to-nose test, bilateral babinski. (B)(6) 2026: right lower limb: mrc 2 at ankle/toes, mrc 1 at calf, mrc 0 at quadriceps. Left side: mrc 0, incomplete sensory deficit compared to the right. No voluntary anal contraction. Infectious: crp increased to 87 (vs 65), no leukocytosis, afebrile. On cefepime plus daptomycin since (B)(6). (B)(6) 2026: no motor improvement. Same findings. Infectious: crp 108 (vs 87), pct 0.10, no leukocytosis, afebrile. Continuing cefepime + daptomycin. * (B)(6): neurological: no change in lower limbs, slight decrease in upper limb strength, c8-t1 thermogenic deficit, mild confusion, neuropathic pain. Infectious: afebrile, day 3 cefepime + daptomycin, crp decreased to 67 after a recent increase. Microbiology and pathology results are still pending. Clinical consequences and current status: infectious complication followed by neurological complications with motor deficit, leading to CT, then MRI showing thoracic spinal cord compression from t2 to t6 due to an epidural collection. Emergency neurosurgical management with decompressive laminectomy to prevent or limit permanent sequelae. At present, no full recovery. Actions taken for the patient regarding the device: device removal and initiation of empirical antibiotic therapy. Urgent diagnostic and surgical management to prevent or limit permanent sequelae. Patient and designated contact person informed." Additional information received on may 18, 2026, indicated that "bacterial culture results from the skin swab sample have come back positive for staphylococcus aureus."

Manufacturer narrative:
Qn# (B)(4).